Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call customer was admitted to hospital sue high blood glucose of 444mg/dl on (B)(6). Customer was treated with bolus and customer declined troubleshoot for high blood glucose. Customer stated that they are unable to enter auto basal. Customer stated that got a power loss or battery change alert and he goes to hospital every week as an outpatient. Insulin pump will not be returned for analysis.